Event description:
Further follow-up revealed that the physician indicated that the patient's seizures have improved with vns therapy. No interventions were taken for the increase in seizures; however, the physician indicated that the patient's medication compliance was accentuated.

Event description:
Clinic notes dated (B)(6), 2012 indicated that the patient was experiencing an increase in the number of seizures. The vns device settings were increased at this visit. It is unknown whether or not the increase was above the patient's pre-vns baseline frequency. Clinic notes dated (B)(6), 2012 indicated that the patient's seizures had returned back to baseline. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.